Manufacturer narrative:
Concomitant medical products: 1258t, lead, implanted: (B)(6) 2012. W1tr03, crt-p, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) displayed invalid trend data. Far field r-wave (ffrw) oversensing was also noted on the right atrial (ra) lead. Follow up yielded no information. The ra lead and the crt-p remain in use. No patient complications have been reported as a result of this event.